Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder / urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit / problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia, rash / skin condition, breakage, psych injury, migration, bladder / urinary problems: bladder problems, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, neuro condit / problem, vision problems, plaintiff did not undergo any confirmation test. Essure insertion date was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage'). In an adult female patient who had essure (batch no. 904747), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo any confirmation test". The patient's medical history included: hypothyroidism and migraine. Concomitant products included: betamethasone dipropionate;clotrimazole; gentamicin sulfate (gelmicin), ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced rash papular ("rashes or skin condition: red bumps"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2019, the patient experienced device dislocation ("migration"), muscular weakness ("weak legs and muscle") and gait inability ("inability to walk"). On (B)(6) 2019, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem"), pain in extremity ("leg pain"), amnesia ("memory loss") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, amnesia, muscular weakness, gait inability, rash papular and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, muscular weakness, nausea, nervous system disorder, pain in extremity, pelvic pain, psychological trauma, rash papular, tooth disorder and visual impairment to be related to essure. The reporter commented: discrepancy noted, in date(s) of insertion: (B)(6) 2011. Essure inserted with 5 trailing coils. And right ostia visualized with 3 trailing coils. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included hypothyroidism and migraine. Concomitant products included betamethasone dipropionate;clotrimazole;gentamicin sulfate (gelmicin), ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash papular ("rashes or skin condition: red bumps"). In february 2017, the patient experienced nausea ("nausea"). In (B)(6) 2019, the patient experienced device dislocation ("migration"), muscular weakness ("weak legs and muscle") and gait inability ("inability to walk"). In (B)(6) 2019, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem"), pain in extremity ("leg pain"), amnesia ("memory loss") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, amnesia, muscular weakness, gait inability, rash papular and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, muscular weakness, nausea, nervous system disorder, pain in extremity, pelvic pain, psychological trauma, rash papular, tooth disorder and visual impairment to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Essure inserted with 5 trailing coils and right ostia visualized with 3 trailing coils. Batch no 904747. Manufacture date: 2011-09. Expiration date 2014-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc: (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and device breakage ('device breakage') in an adult female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included hypothyroidism and migraine. Concomitant products included betamethasone dipropionate;clotrimazole;gentamicin sulfate (gelmicin), ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash papular ("rashes or skin condition: red bumps"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2019, the patient experienced device dislocation ("migration"), muscular weakness ("weak legs and muscle") and gait inability ("inability to walk"). In (B)(6) 2019, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem"), pain in extremity ("leg pain"), amnesia ("memory loss"), migraine ("migraine") and blood loss anaemia ("acute blood loss anemia post surgery") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (da vinci total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, amnesia, muscular weakness, gait inability, rash papular, migraine and blood loss anaemia outcome was unknown. The reporter considered blood loss anaemia to be unrelated to essure. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, gait inability, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, muscular weakness, nausea, nervous system disorder, pain in extremity, pelvic pain, psychological trauma, rash papular, tooth disorder and visual impairment to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2011 essure inserted with 5 trailing coils and right ostia visualized with 3 trailing coils. Discharge summary admission date: (B)(6) 2021 / discharge date: (B)(6) 2021 / date of service: (B)(6) 2021 (as written) reason for admission: foreign body in uterus with pelvic pain, status post da-vinci total hysterectomy with bilateral salpingectomy history of present illness: the patient is a 46-year-old female with a history of pelvic pain and previous essure placement. She had no other significant medical issues. She was admitted for elective da-vinci total hysterectomy with bilateral salpingectomy. Hospital course: the patient underwent procedure, which was uncomplicated, 20ml of estimated blood loss was reported. Postoperative course was generally uncomplicated, she had mild acute blood loss anemia as expected for surgical intervention. She had a mild reactive leukocytosis, but no evidence for infection. She had an isolated temperature on the evening of her surgery, incentive spirometry was utilized. The patient's foley catheter was removed on postop day #1, she urinated at this point. She is not passing gas, but she is tolerating p.o. Pain is relatively well controlled at this time, she has been utilizing percocet, which will be provided at the time of discharge. The patient will be provided anti-emetics at the time of discharge. She is being progressively mobilized and has been encouraged to get out of bed. She is completing postoperative gyn protocol for discharge. Once she has achieved all parameters, the patient will be discharged home with instructions to follow up with doctor. Final discharge diagnoses: 1. Pelvic pain with foreign body in uterus, status post da vinci total hysterectomy with bilateral salpingectomy. 2. Acute blood loss anemia as expected for surgical intervention. Condition on discharge: stable. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: clinical history: foreign body in uterus specimen(s): uterus, cervix, bilateral fallopian tubes final diagnosis: uterus, cervix, bilateral fallopian tubes uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no significant abnormality. Endometrium: proliferative pattern. Myometrium: no significant abnormality. Serosa: focal endosalpingiosis; adhesions. Bilateral fallopian tubes: essure coil identified within each fallopian tube. Gross description: left fallopian tube: the fimbriated left fallopian tube is 7.0cm in length by 0.6cm in greatest diameter with pink-red smooth and glistening serosa and delicate fimbriae. The lumen is tan-pink, stellate to pinpoint and free of nodules. Extending from the proximal lumen into the left cornu of the uterus is a coiled metallic wire, consistent with an essure device. This essure device does not protrude through the fallopian tube serosa. Right fallopian tube: this fimbriated fallopian tube is 7.7cm in length by 0.6cm in greatest diameter with smooth and glistening purple-red congested serosa, free of adhesions. The lumen is tan- -pink, stellate to pinpoint and free of nodules. Within the proximal lumen, extending into the right cornu is a coiled metallic wire, consistent with an essure device. This essure device does not protrude through the fallopian tube serosa.. Batch no 904747 manufacture date: 2011-09 expiration date 2014-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-oct-2021: essure removal information added; adverse event "acute blood loss anemia" added to the case; lab data added; reporters added; imdrf-FDA synchronization. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included hypothyroidism and migraine. Concomitant products included betamethasone valerate;gentamicin sulfate (gelmicin), ibuprofen and levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced rash papular ("rashes or skin condition: red bumps"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2019, the patient experienced device dislocation ("migration"), muscular weakness ("weak legs and muscle") and gait inability ("inability to walk"). In (B)(6)2019, the patient experienced visual impairment ("vision problems"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problem"), pain in extremity ("leg pain"), amnesia ("memory loss") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, amnesia, muscular weakness, gait inability, rash papular and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, muscular weakness, nausea, nervous system disorder, pain in extremity, pelvic pain, psychological trauma, rash papular, tooth disorder and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Events: leg pain, memory loss, weak legs and muscle, inability to walk, rashes or skin condition: red bumps, migraine, were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.